Event description:
A vigilance report was received indicating that the reporter has complained that, after 13 minutes of CPR, a shock was advised on a pt with a non shockable emd rhythm. The pt was not resuscitated. There were no adverse effects to the pt reported as a result of device use.